Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. The account believes the alarms were likely related to the patient¿s ventricular fibrillation and resolved with treatment. A specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log files contained data from (B)(6)2020 through (B)(6)2020 and captured 59 low flow controller fault flags when calculated flow dropped as low as 1.8 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 25 lasted at least 10 seconds to trigger low flow hazard alarms. Of note, no low flow faults or hazard alarms were captured after (B)(6) 2020. The log files also captured low power alarms, power cable disconnect events, and no external power alarms while the system appeared to be supported by batteries on (B)(6) 2020. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 lvas IFU. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The hm3 lvas IFU also lists arrhythmia as a potential late postimplant complication in section 6, ¿patient care and management¿. Section 4 of the heartmate 3 lvas IFU, ¿system monitor¿, under ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an episode of ventricular fibrillation with the cause unknown. The patient had pleuritic rib pain and nausea. Log file showed low flow with high pi readings which seemed to be physiological in nature. The patient was administered fluid bolus, IV amiodarone, and direct current cardioversion (dcr) under sedation. The low flow alarms were likely due to arrhythmia and resolved. The device operated as expected. The patient was reported as stable and was discharged home.